Manufacturer narrative:
Date of event: estimated as the aware date.

Event description:
It was reported via literature that infection occurred. A left atrial appendage (laa) closure procedure was performed. 12 months post index procedure, the patient was admitted to the emergency center with symptoms of fatigue, myalgias, fever, and cough, febrile (101 degrees f), hypotensive (81/53 mm mg), and in atrial fibrillation with rapid ventricular response and heart rate of 120 beats per minute. Work-up revealed mild anemia with hemoglobin of 9.6 g/dl and thrombocytopenia with platelet count of 1.47 x 1091l. Cardiac-sensitive troponin was mildly elevated at 0.11 ng/ml, but then normalized following intravenous fluid resuscitation. Procalcitonin was elevated at 3.20 ng/ ml. Covid swab was negative. Extensive work-up including pan computed tomography scan failed to reveal an infectious source. Blood cultures were obtained and the patient was started on broad-spectrum intravenous (IV) antibiotics for presumptive pneumonia given his elevated procalcitonin. Blood cultures grew methicillin-sensitive staphylococcus aureus and antibiotics were narrowed from vancomycin and piperacillin-tazobactam to cefazolin based on susceptibility results. The central venous catheter was removed. A transthoracic echocardiogram was obtained and no valvular or device vegetations were identified. Repeat sets of blood cultures obtained on days 3 and 5 were persistently positive for staphylococcus aureus despite targeted antibiotic therapy and removal of the indwelling venous catheter. The following day, the patient underwent transesophageal echocardiogram (tee), which demonstrated an appropriately well seated device and healed in the left atrial appendage with minimal residual leak (1.5 mm) and iatrogenic aneurysmal interatrial septum with right-to-left shunt. The watchman had a mobile echodensity measuring 1.35 x 0.45 cm attached to the device, which was consistent with a vegetation. The antibiotic regimen was modified to nafcillin and rifampin combination therapy for device-related endocarditis. Given the patients comorbidities and high procedural risk, a multidisciplinary team including cardiothoracic surgery, cardiology, infectious disease, oncology, and the patient decided to continue with nonoperative therapy. Consecutive repeat blood cultures on days 7 and 9 were sterile. Over the course of his stay, the patient clinically improved without fever or hemodynamic instability. He developed acute kidney injury owing to nafcillin-related acute interstitial nephritis. His antiibiotic therapy was changed to cefazolin and subsequently to vancomycin after renal function improved. The patient was discharged from the hospital on IV vancomycin and oral rifampin for 6 weeks. At the time of follow-up 6 weeks later, intravenous antibiotics were stopped and he was treated with oral cefalexin for lifelong suppressive therapy. On clinical follow-up at 6 months, the patient continues to fare well, with no recurrent hospitalizations for infection.